Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this valve was inspected prior to implant. Before suturing this valve in place, the doctor observed a fray on the sewing ring. Using a size 1-0 suture, the physician advanced the needle to the root of the sewing ring. Immediately post implant of this bioprosthetic valve, transesophageal echocardiography revealed paravalvular leakage. A regurgitant jet was coming from the patient¿s right valve leaflet just at the center of the stent posts. This valve was then explanted and replaced with a mechanical valve. No other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information from this physician that the physician had attempted to implant this device using an "intra-annular, everting suture" implant technique. During the implant procedure, the physician sutured the edge of the stent post. No other additional patient effects were reported. It was also reported that the regurgitant jet was located at the bottom of the native right coronary cusp. The physician also reported they recently used a needle with a sharper tip in pursuit of smooth advancement through calcified patient tissue. Product analysis: the product was received in clear 0.2% glutaraldehyde solution in an explant kit. The valve was discolored showing evidence of blood contact. The valve appeared slightly distorted; oval shaped with one stent post deflected. Small needle holes along the sewing ring showed placement of implantation sutures. A cut was observed through the cloth on the back of the left right stent post appears to be associated with a sharp object. A cut line was observed on the bare left right stent post. All leaflets were in a semi-relaxed position which is a normal finding for this valve as it is processed with the leaflets in relaxed state. All leaflets were slightly stiff but flexible. This can be expected due to blood contact, and because the valve went through a decontamination process which includes a high concentrate of a tissue fixation: both are known to cause stiffness of the tissue. All leaflets appeared intact. All commissures were intact. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the received information and analysis findings, the implant technique and instrument led to the damage of the sewing cuff causing the observed paravalvular leak (pvl). There was no evidence to suggest the pvl was device related.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.